Manufacturer narrative:
This device is still in service and not available for return.

Event description:
This supplemental report is being filled to include additional device information and a correction. This device was subsequently reprogrammed to a different sensing vector. The patient did not have necrosis.

Manufacturer narrative:
This device is still in service and not available for return.

Event description:
It was reported that this patient has recently received two inappropriate shocks due to oversensing of noise and t-waves. These inappropriate shocks have been occurring within the timeline that the patient had begun training jujitsu. Device reprogramming was discussed. The system is still currently in service.